Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument conductor wire insulation was found to be damaged, leaving electrical wires exposed. No broken pieces were found to be missing and the instrument passed the electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps instrument associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). Per logs, the instrument had 6 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: during failure analysis investigation, the bipolar instrument conductor wire insulation was found to be damaged. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no report of harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the coating on the tip of the fenestrated bipolar forceps instrument was found to be torn. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown whether arcing occurred during the last known instrument usage and whether any instrument collision occurred during the last time the instrument was used. No further details were available.